Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, dyspareunia, recurrent incontinence, frequency, dysuria and refenced "rolled vaginal mesh". A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.